Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, slim was used in a video-assisted thoracic surgery (vats) lobectomy on (B)(6) 2022. During preparations the exalt b scope was difficult to connect into the exalt b monitor. During the procedure after approximately five minutes, the image was lost. The procedure was able to be completed with another exalt b scope. There were no reported patient complications as result of this event.